Manufacturer narrative:
(B)(4).

Event description:
A vns treating physician reported that they had a patient who was implanted (B)(6) 2012 who was experiencing vocal cord paralysis and shortness of breath. Good faith attempts thus far have been made and no further information has been attained. Date of event onset is not known at this time.